Manufacturer narrative:
The DHR review highlighted that the involved lot of (B)(4) manufactured units was released as conform according to specifications. The complaints review was able to identify one similar issue on this part number but different lot from the same customer (9680841-2023-00010). No other similar events were recorded on this type of cannula, worldwide. Unit was returned to livanova facility for investigation. Visual inspection confirmed the presence of a hole on the body of the cannula. The hole appears to be caused by a sharp shape from the inside of the cannula to the outside of the cannula. The damage is compatible with a pinch from the inside of the internal metal needle included in the cannula (after initial insertion of the cannula, the needles is then removed). The damaged cannula was shown to manufacturing personal and manufacturing personal confirmed no similar issue has been observed before during manufacturing. No scrap or non conformity was opened for this type of failure before. As per livanova standard procedure, 100% of the cannula are subjected to visual inspection. It is unlikely that a similar hole would have gone undetected. In the case such a failure would have been detected during manufacturing, the unit would have been scrapped based on all the above, it cannot be excluded that the complained hole was accidentally caused by the user during the extraction of the internal metal needle form the body of the cannula. Since the root cause was not clearly assessed, all the manufacturing personal will be involved in a dedicated training meeting and the pictures of the failure will be shown to sensitize on the possible failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
Patient information were not provided. Sorin group italia manufactures the cannula cardioplegia aortic. The incident occurred in ireland. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, during a procedure, the aortic root cannula had a hole in the cannula body approximately 2.5 inches from the luer port. The issue was detected at cannulation in the patients aorta and the systemic blood pressure squirted blood out of the hole. There is no report of any patient injury.